Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer's site and could not confirm the reported problem. The device evaluation was performed by the fse on the actual device involved in this complaint. The device did not behave as expected by the customer, however; the fse was unable to confirm the reported problem. The fse did note a damaged dvi able that was replaced. The device remains at the customer's site.

Event description:
The customer reported that the sweep speed is different from the fc2010 device and xds. The device was not in use on a patient at the time of event, there was no patient involvement.